Event description:
It was reported that the customer's insulin pump did not give a consistent warning while it was in threshold suspend. The customer reported that the insulin pump beeped once but there was no notification afterwards. His blood glucose level was 88 mg/dl. He was advised to monitor his insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).